Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 3.50 mm x 30.00 mm agent dcb balloon was selected for the procedure, during the procedure, upon rotating the balloon to the nomical, the balloon ruptured. There is no information about the patient outcome after the event.